Event description:
Medtronic received information from a literature article that a retrospective study from one health care facility showed that over a 30-year period, 27 patients who had a mechanical single-leaflet valve prosthesis implanted subsequently presented with acute valve dysfunction caused by pannus obstruction in post-implant time periods ranging from 1.2 to 26.8 years. Seven patients died before reoperation: four during transfer to the hospital, and three in the hospital during preoperative diagnostic procedures. Two of the 20 patients who underwent reoperation passed away post-operatively: both patients experienced a cardiac arrest and were resuscitated pre-operatively, but following a successful valve reoperation, experienced fatal heart failure in the immediate post-operative period. The dates of the patient deaths were not reported. Of the successful reoperations, six patients received a bi-leaflet mechanical valve, seven received a stented biological prosthesis, three received a porcine aortic root, and three received a new prosthesis of this same model. One patient underwent complete debridement of pannus overgrowth and kept the previously implanted prosthesis. One patient who received a new prosthesis of the same model was readmitted eight years later with a second valve obstruction due to pannus, and underwent a successful reoperation, receiving an aortic root. No pacemakers were implanted after the primary valve implantation, but seven patients required a permanent pacemaker shortly after the reoperation. The 18 surviving patients had an uneventful recovery after the operation and were reported to be alive and in good health at the end of the study. Valve size was not an independent risk factor, and the implanted valves that experienced pannus obstruction ranged in size from 20 to 29 millimeters in diameter. All but one of the affected valves were oriented with the major orifice facing the larger curvature of the ascending aorta. The exception was a patient¿s valve oriented with the major orifice slightly more toward the minor curvature of the ascending aorta. Diagnostic tools showed aortic regurgitation; delayed or absent valve closure; and reduced, intermittent or absent leaflet motion. The usual finding at reoperation was an obstructed leaflet in a semi-open position caused by the interposition of pannus in the minor orifice. All patients had pannus affecting the minor orifice; 17 patients also had the valve¿s major orifice affected, with 10 of the 17 experiencing circumferential pannus. The pannus originated from the ventricular side in all patients. No relationship could be established between valve implantation technique and the development of pannus overgrowth. Pledgets may have been a triggering agent for pannus formation in some cases; however, it was not a common factor, as pledgets were used in only 9 of the patients with obstructing pannus. The average age of the patients at reoperation was 43.5 years. 18 of the 27 patients were female. The median valve size included in the study findings was 23 millimeter (mm), and the diameter range was 20-29 mm.

Manufacturer narrative:
Additional details, including device identifying information and patient demographics, were requested from the article¿s lead author; no additional information has been provided to date. As no serial numbers were provided, a device history record review could not be performed and it could not be determined whether previous reports had been received for any of the individual cases. A review of previously reported events does not show a trend for pannus-related events. This is one of four reports being filed based on the distinguishing information provided regarding clinical observations and patient outcomes; this report addresses the 11 patients cited in the article who experienced pannus formation, central regurgitation, leaflet motion issues and successful reoperation. A supplemental report will be filed if additional information is received regarding the patients or devices. Acute obstruction by pannus in patients with aortic medtronic-hall valves: 30 years of experience; vegard skalstad ellensen, md, knut sverre andersen, md, phd, nicola vitale, md, phd, einar skulstad davidsen, md, phd, leidulf segadal, md, phd, and rune haaverstad, md, phd; annals of thoracic surgery; published online september 25, 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.